Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had corrosion/rusting/pitting and foreign substance/debris/cleaning/sterilization. It was further determined that the device was making excessive noise and did not function. It was further determined that the device failed pretest for general condition, marking and labeling, checking the quick coupling for k-wire, and checking function in running mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device started to leak black liquid from the front of the attachment. The device was still running, but dripping fluid onto the surgical side. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.